Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was unable to rotate the blade and the blade wobbles during a functional endoscopic sinus surgery procedure. For troubleshooting, the blade was removed and then reinserted a few times. A back-up handpiece was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
The device was received by the manufacturer, however the work order was cancelled and the device was returned to the customer without initial inspection or analysis. If information is provided in the future, a supplemental report will be issued.